Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012585684); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012642933); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a cerebral infarction occurred, resulting in residual paralysis of the right hand.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012585684); product type: 0195-heart valves; implant date: non-implantable device updated data: b2. B5. Added second paragraph. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a cerebral infarction occurred, resulting in residual paralysis of the right hand. Additional information was received indicating that the stroke occurred approximately 1 week after the implant of this transcatheter bioprosthetic valve. Per the physician, the stroke was ischemic and caused by plaque or another substance clogging a blood vessel. Of note, there was little calcification in the access vessels. Additionally, calcification in the aortic valve was not excessive. As a result, patient anatomy was likely not a contributing factor. The cerebral infarction was procedure-related, however. The valve and delivery catheter system also cannot be excluded as contributing factors. No additional symptoms were reported besides the paralysis of the right hand. The patient underwent rehabilitation for the paralysis.